Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a surgery on (B)(6) 2017 that was not related to the spinal cord stimulation. The patient was not sure if the stimulation was off because she didn't feel it turn off. Patient was trying to turn the stimulation off with the implantable neurostimulator recharger. The patient thought that she is so accustomed to the stimulation that it has to wear off. It was confirmed that the stimulation was off on the implantable neurostimulator recharger. There were no further complications reported or anticipated.